Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is on or prior to aug 5, 2024. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the complaint device was received in a bag. A lens was received loose in the bag. Visual inspection was performed on the suspect product and found the plunger rod was advanced with viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage however there was some viscoelastic residue which could have contributed to the complaint event. The device assembly and plunger rod advancement were inspected, and no issues were identified. The lens was received coated in viscoelastic residue and the haptics were still folded. One haptic was detached. The lens was cleaned and presented with no further issue. The remaining haptic was measured and was within specification. No further evaluation was performed. The complaint issue "haptic damaged" was not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this po number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. An attempt was made to obtain the missing information; however, no further additional information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion into the patient's left eye, the preloaded intraocular lens (iol) lead haptic fractured the lens, which was removed from the eye and a second iol was used (same model and diopter). The lens was not stuck in the cartridge. There was no patient injury. There was no indication of medical or surgical intervention required. The patient is doing well post-operative. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up, it was learned that as the lens was being injected into the eye the surgeon noticed the leading haptic was snapped off. The lead haptic did not fracture the patient¿s lens. There was no damage done to the patient and a new lens, same diopter was placed in the eye. No further information was provided. Correction: based on the additional information received, the device code 1069 - break that was reported on the initial MDR, is no longer applicable and is being changed to device code 1261 - material fragmentation to capture the reported information. Therefore, this supplemental report is capturing this information. Additionally, the product investigation summary was updated, as the device code was changed based on the additional information. The updated verbiage is as follows: the complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The following field has been updated accordingly: section h6: device code(s) 1261 - material fragmentation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.